Event description:
Pt called in (B)(6) 2013, to inform pdc of medical intervention that occurred on (B)(6) 2013, at 11:30 pm. Pt's husband reported medical intervention. He said his wife was disoriented and had dilated pupils. He used the prodigy meter to test her glucose level and it read 207 mg/dl. Medics were called and tests were performed with their meter 10 minutes after that of prodigy's. Their results were 27 mg/dl, 43 mg/dl, 63 mg/dl and then 80 mg/dl. Treatment provided was a glucose IV. Pt was not transported to the hospital. Per pt, last meter readings are: 7-day avg 105 mg/dl, 14-day avg 112 mg/dl, 28-day ave 113 mg/dl; (B)(6), 4:00 pm 49 mg/dl; (B)(6), 3:49 pm, 178 mg/dl; (B)(6), 3:48 pm 61 mg/dl; (B)(6), 9:02 am 47 gm/dl; (B)(6), 9:24 am 133 mg/dl. Prodigy sent a replacement meter, ts, and a prepaid envelope to pt and requested return of suspect product(s) for evaluation.